Event description:
The customer reported the unit went vent inop. The manufacturer's service technician evaluated the device and found the ventilator has no power and would not turn on and the backup is battery depleted. The customer reported the unit was not in use on a patient, therefore, there was no patient harm or involvement. The service technician replaced the power supply to correct the findings. Performance verification testing was completed and tests passed per operating specifications. Analysis of the power supply revealed a malfunction that may result in the unit shutting down during operation with an active backup alarm when ac power is restored.